Event description:
It has been reported to philips that the footswitch was not responding well. There is not enough information to rule out a connection issue; therefore philips is conservatively reporting this complaint. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the the pedal and control console did not respond well. Review the system log file showed that communication failure with the flexvision pc. The fse recreate image store and installed the software. After recreate image store and installed the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.